Event description:
Facility paramedics attempted to administer device defibrillator therapy to a pt, data not reported. Reportedly, the device could not be used a administer defibrillator therapy to the pt. Another crew was on scene and their device was used to treat the pt. Pt outcome was not reported. The reporter indicated pt outcome was not affected by the discrepancy, due to immediate use of the backup device.